Event description:
It was reported that the customer's insulin pump went through an x-ray machine at the airport, and currently his basal rates are not being delivered properly. The father stated that the customer gave himself a bolus to stabilize his glucose level, but it runs high during normal basal rate delivery. The blood glucose reading was 217mg/dl. Troubleshooting was performed. The time, rates, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The father did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.